Event description:
It was reported that after dinner blood glucose remained in range, but following coffee with milk before bed blood glucose rose to 236 mg/dl while using the ilet system; the user estimated the coffee contained fewer than 15 grams of carbohydrates and was unsure of the reason for the elevation. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.